Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "bilateral ruptured silicone implants as well as free silicone and axillary lymph nodes containing silicone." Device has been explanted. This record is for the left side. The manufacturer of the device is unknown.